Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. There was no alarm or injury reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery will be replaced to address the issue. Device has been evaluated; however, the components have not been replaced pending customer approval of the estimate.